Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been one other similar complaint reported in the lot number. Additional information was requested on 06/15/2009, 06/17/2009, and 06/30/2009 by phone, fax and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 07/10/2009.

Event description:
A surgeon reported a patient experiencing blurry near vision following bilateral intraocular lens (iol) implant procedures. The surgeon reported the patient was also experiencing some glare when looking at a computer screen. The surgeon reported the patient had mild capsular fibrosis and floaters. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.